Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the maryland bipolar forceps instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. In addition, failure analysis investigation observed that the instrument's grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. An additional observation not reported by site was that the instrument's distal pulleys exhibited mechanical indentations. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis investigation concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip/pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.